Event description:
Customer reported the units on the insulin pump were not displaying during manual prime. Customer's blood glucose was above 400 mg/dl. Customer was advised to hold the act button until they receive second series of beeps and or numbers appear on the display. Customer stated it did not occur. Customer disconnected the call. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.